Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The digital-to-analog converter (dac) output condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feed-thru hermeticity issue from one feed-thru vendor. A CAPA was implemented. Feed-thru assemblies from this vendor are no longer used. This is the final report.

Event description:
The recipient reportedly experienced intermittencies and loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.